Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's usb charger cable was damaged, and had exposed wires. There was no reported impact to customer¿s blood glucose level. A replacement cable was sent to the customer to address the issue.